Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter their dentist states the patient was at the office for an orthodontic evaluation and dental cleaning/check up. Patient informed the doctor of their use of the byte aligners in the past year. Patient complained of discomfort and occasional headaches. Upon exam and x-rays it is noted chipping of patient's teeth and recommended a crown on #3. Immediate discontinuation of the aligners is recommended and once deep cleaning and restoration of chipped teeth are completed patient will begin aligner treatment that is properly monitored by a licensed dentist in office. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.